Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during revision procedure for the right atrial (ra) lead due to a fracture, the physician experienced difficulty passing stylet down this right ventricular (rv) lead. It was noted that there were no previous measurement issues. The physician opted to explant the rv lead as he was concerned it would experience the same issues as the ra lead due to the implant location. The physician thought that due to the resistance he felt when passing the stylet down, the lead may have started to experience lead body damage, but had shown no signs of this to date. The field representative noted that the scrub technician disposed of the lead following the procedure. No adverse patient effects were reported.